Manufacturer narrative:
On (B)(6) 2019, mentor received additional confirmation that the device has been discarded. Corrected response regarding device evaluation to ¿not returned to manufacturer.¿ manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade 4. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a 375cc mentor smooth round moderate profile saline breast implant and experienced postoperative left-sided grade 4 capsular contracture. Capsular contracture was confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2019. The implantation date was estimated based on available information. If additional information is received, a supplemental report will be submitted as applicable.